Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). The initial stated under "h10. Additional manufacturer narrative" that the device has not been returned for evaluation. However, during an internal review on 13-feb-2023 it was noted the following fields were not completed correctly: - h6. Type of investigation should have included "device not returned (b17). - h3. Device evaluated by manufacturer? Was processed as no and it should have been not returned to manufacturer. -h3. Reason for non- evaluation was processed as other and it should have been left blank.

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detached issue occurred. During the procedure preparation the health care provider (hcp) was preparing the carto vizigo¿ 8.5f bi-directional guiding sheath - small normal; when withdrawing the dilatator, the valve came loose from the sheath and was withdrawn with the dilatator. The hcp states, that he did not use more force than usual and did not notice any physical damage in advance. The loose part was outside of the patient. No danger. Surgery delayed due to the reported event for 4 minutes. Sheath was replaced. Procedure was successfully completed. No patient consequences. Picture provided. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event and picture have been reviewed and the issue was assessed as MDR reportable for a brim cap detached issue.

Manufacturer narrative:
Initial reporter phone: (B)(6). As stated in the complaint form, the event date is unknown. As a result, the 1st day of the year has been entered as the event date. A picture was received for evaluation following biosense webster's procedures. The picture investigation was completed on 15-dec-2022. According to the picture provided by the customer, the brim cap, the hemostatic valve and the silicone ring were missing from the vizigo sheath. This is related to the customer complaint. At this time, it is not possible to determine the root cause of this issue. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 11-feb-2023, noted a correction to the 3500a initial as originally reported under h10. Additional manufacturer narrative, ¿manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer.¿ is should have stated, ¿a device history record evaluation could not be performed due to the lot number was not provided.¿